Event description:
The reporter, an emt, responded to a person in cardiac arrest with CPR in progress. According to the reporter. The reporter's AED would not power on (medwatch report #3015876-2001-00328) and a backup device was immediately called for. When the device, a backup AED, arrived, the pt was connected to it with disposable defibrillation/ECG electrodes and the analyze button pressed. The reporter stated the device alarmed low battery the powered down. CPR was continued until paramedics arrived with a manual defibrillator. The pt was not resuscitated.